Event description:
It was reported that pump displayed altitude alarm and required attention. There was no adverse impact to the customer¿s blood glucose level. Customer replaced cartridge, insulin delivery was not suspended at time of call, cts provided tips for preventing future altitude alarms, caller acknowledged instructions, and pump resumed normal operation; no additional information was received regarding any further outcome.